Event description:
Allegedly breakage of the alumina head.

Manufacturer narrative:
Investigation is not completed. Trends will be investigated. This report will be amended when the investigation is completed. This product was mfg and the event occurred in another country.